Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "right side capsular contracture baker grade unknown." Device remains implanted. Right side.

Event description:
Patient reported, "right side capsular contracture, grade unknown". Later, healthcare professional confirmed, capsular contracture, baker grade IV. Patient underwent a neosubpectoral pocket, partial capsulectomy and augmentation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ white particles observed in the surface of the shell. ¿ observed wear abrasion on the device.

Event description:
Patient reported "right side capsular contracture baker grade unknown." Healthcare professional later reported capsulotomy. Healthcare professional later reported capsulotomy baker grade IV of capsular contracture. Device has been explanted.